Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient had a seroma at the pocket site; drained 200cc of fluid. Post drain, there was difficulty interrogating and an x-ray showed the pump flipped and they could not refill. The environmental, external or patient factors that may have led or contributed to the issue was noted as the seroma was not related to falls or other issues; but possibly led to the pump flipping. The diagnostics and troubleshooting performed was draining fluid and an x-ray to determine pump was flipped. The actions and interventions taken to resolve the issue was draining the fluid and they were planning to revise the pocket and re-orientate the pump. Surgical intervention did not occur was planned and scheduled for (B)(6) 2024. The issue was not resolved at the time of the report, and it was noted the healthcare provider did not have further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.